Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent ipg revision on (B)(6) 2018 (reference MFR report#: 1627487-2018-01646), but the ipg was not placed in surgery mode prior to the surgery. Monopolar electrocautery was utilized during the surgery. After the surgery, the ipg could no longer communicate with external devices. As a result, the patient underwent ipg replacement.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.